Event description:
It was reported that the patient had a pump removed due to an infection. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.